Event description:
It was reported that an ilet pump did not charge despite troubleshooting, including removing and reseating the ilet, trying multiple outlets, and attempting different charging pads, while the pump¿s usb port successfully charged a cellphone, indicating a charging failure of the pump related to the external charging system. Investigation included technical support troubleshooting and arrangements for device return. Further investigation of this case revealed that the pump did not accept a charge from the pad despite power availability, suggesting a malfunction of the charging function or charging interface. Symptoms included no adverse clinical effects. Outcomes included the need for device replacement. It was concluded that the event was device related and that the charging system failed to perform as intended.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump experienced a charging problem in which the pump battery would not charge despite trying multiple outlets and charging pads, and the charger indicator light was blinking, consistent with an issue involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user as well as receipt and physical evaluation of the returned device. The evaluation determined physical damage had occurred the back cover of the device, indicating that it had been previously pulled off, rendering damage to the charge coil. The reported complaint was confirmed and revealed a power source problem associated with the battery charger, aligning with a charging problem on the device. It was concluded that the cause was attributed to unintended use error involving damage to the device.